Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/12/2023, it was reported by a sales representative via phone that an ar-1588tnt acl-fibertag®-tightropes needle came off. This occurred during an acl reconstruction on (B)(6) 2024 when passing through the graft, the needle pulled off. Another ar-1588tnt acl-fibertag®-tightrope was used, and the case was completed successfully.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.